Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely communication between the processor and the camera head became impossible due to one of the following: a contact failure caused by disconnection of the cable. A strong impact was applied to the camera head, the camera head failed. An corrosion of an electrical contact of the video connector, dirt on the electrical contacts, and foreign matter adhesion. A short-circuit or corrosion caused by flooding. Within the instructions for use, the below is regarding cable damage, which may prevent the phenomenon: do not coil the camera cable with a diameter less than 20cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object.

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported that the image was dim while using a camera head. There was no patient involvement or injuries reported. No additional information has been obtained.